Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Since wce's aaa products are not approved in united states, it is assumed that the device is a zta. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: approximately one year ago a patient of unspecified gender and age, underwent a aaa procedure for a transection of the aorta repair in which the zenith alpha endovascular graft was implanted. Patient presented on monday, (B)(6) 2022 with a thrombus inside the distal end of the graft. Patient outcome: the complainant reported, that the patient suffered from bilateral leg weakness due to ischemia. The patient required anticoagulation to treat intra graft thrombus and may require realigning, explantation or bypass in the near future.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient of unspecified gender and age underwent a aaa procedure for a transection of the aorta repair in which the zenith alpha endovascular graft was implanted. Approximately one year later the patient presented with a thrombus inside the distal end of the graft which led to a partial occlusion. The location of the occlusion in the device was reported in the descending aorta. The patient experienced bilateral leg weakness due to ischemia and was hospitalized. Anticoagulation treatment was performed. Per the reported information the occurrence may require realigning, explantation or bypass in the near future. No imaging was provided for the investigation. Per the instructions for use, risk of in-graft thrombus has been observed when the zenith alpha endovascular graft has been used to treat blunt thoracic aortic injuries. The instructions for use states that thrombosis is a potential adverse event. Based on the provided information, an exact cause was not established. However, thrombus formation has been known to occur in btai patients why the device is not intended for use in this patient population. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.